Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/21/2015 with the following findings: the initial allegation of symbols on the display screen could not be properly investigated as a result of damage to the display screen. The display screen was blank when the pump started up and was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display issue. It was reported that some of the characters on the display were distorted and appeared to be symbols instead of letters. Additionally, some of the letters were appearing as symbols, such as squares, on the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.